Event description:
It was reported while using bd ultra-fine¿ short needle insulin syringes 1ml 0.33mm (29g) x 12.7mm u-100 the perforation was poor. There was no report of patient impact. The following information was provided by the initial reporter: asp pack injecting kits and handle individually each syringe into a kit. There is no parting/tearing line on packaging to separate the individual syringes.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A complaint history check was performed and this is the 1st related complaint for blisterpack package poor perforation on lot # 1173030. Investigation summary: customer returned (8) 1ml, 12.7mm, 29g syringes in sealed blister packs from lot # 1173030. Customer states that there is no parting/tearing line on packaging to separate the individual syringes. All returned syringes were examined and no perforations were observed between the blister packs of the syringes. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 1173030. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure investigation: there were no quality notifications or dispatches that pertained to the complaint, therefore no root cause can be determined.